Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user had faced a difficulty to remove the wire from the needle after a puncture of the jugular vein and installation of the wire. As a result, the needle and wire were removed and another kit was opened and placed successfully for the pt. There was an unspecified delay in therapy, but no complications to the pt. The pt outcome was fine.